Event description:
Reporter states the end-user was moving down a ramp outdoors when the end-user believes that one of the motors locked up causing her to fall from the power chair. The user did sustain an injury and was taken to the hospital. The end-user did receive a cracked left tibia.

Manufacturer narrative:
Product has been returned to the manufacturer on 10/13/06. Upon our investigation, we confirmed that the wrong motors were sent out which did not match the controller on this power chair.